Event description:
It was reported that the patient experienced a hyperglycemic event with blood glucose levels reported in the 540 mg/dl range after remaining connected to the ilet system without an active continuous glucose monitor, resulting in no insulin delivery for approximately four days. The patient reported no symptoms aside from elevated blood glucose. The patient presented to the emergency room where treatment with intravenous insulin and fluids was administered, and the patient was discharged the same day without inpatient admission. Investigation included review of user-reported information, which identified that insulin delivery was not occurring due to absence of a connected sensor and failure to initiate backup insulin therapy during this period. The patient subsequently resumed therapy with the ilet system following the event. It was concluded that the event was caused by user-related factors associated with therapy interruption and failure to initiate backup therapy, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.